Event description:
It was further reported that the patient was treated with anticoagulant therapy.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The patient was treated with anticoagulant therapy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from life threatening to death. Date of death was added. Correction b3: date of event was corrected from 06-nov-2020 to 05-nov-2020. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions taken, and patient outcome. Correction b7: relevant history was corrected to include additional medical history. Correction h1: type of reportable event was corrected from serious injury to death. Correction h6: patient ime code and imf code were updated. FDA method codes, results code, and conclusion code were updated accordingly. Annex g code was added. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced arterial non-central nervous system (cns) thromboembolism. A transthoracic echocardiogram (tte) revealed a thrombus at the aortic root and possibly coronary/noncoronary cusps. Another tte performed five days later noted either thrombus or a very sluggish flow in the aortic root. The patient was treated with anticoagulant therapy. It was further reported that, twenty days post-implant, the patient experienced multiple organ failure. The patient gradually developed respiratory failure, cardiogenic shock, pneumonia, kidney dysfunction, ventricular tachycardia, liver failure, aortic root thrombosis, and anemia. As well as leukocytosis. The patient was given albuterol, procainamide, and amiodarone. However, the patient subsequently expired. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, arterial non-cns thromboembolism, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, renal dysfunction, respiratory dysfunction, and cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced multiple organ failure twenty (20) days post vad implant. The patient gradually developed respiratory failure, cardiogenic shock, pneumonia, kidney dysfunction, ventricular tachycardia, liver failure, aortic root thrombosis and anemia as well as leukocytosis. The patient was given albuterol, procainamide, and amiodarone. Nine (9) days later, the patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2003. This information was received from the (B)(6) study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arterial non-central nervous system (cns) thromboembolism. Transthoracic echocardiogram (tte) demonstrated a thrombus at the aortic root and possibly coronary/noncoronary cusps. Troponin peaked at 15 causing concern for a possible embolization to the coronaries. A tte five days later noted either thrombus or a very sluggish flow in the aortic root. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. Information received from the site indicated that the patient experienced arterial non-central nervous system (cns) thromboembolism. A transthoracic echocardiogram (tte) revealed a thrombus at the aortic root and possibly coronary/noncoronary cusps. Another transthoracic echocardiogram (tte) was performed five days later and noted either thrombus or a very sluggish flow in the aortic root. The patient was treated with anticoagulant therapy. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, arterial non-cns thromboembolism is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.